Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited total loss of capture and high out of range pacing impedance measurement. An x-ray was taken and no apparent fracture seen. There were no adverse patient effects reported. Bao